Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7070288/7070450, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing undesired stimulation in legs even when therapy was off. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.